Event description:
It was reported that the patient was unable to adjust stimulation after receiving a replacement recharger. The display showed a "call your doctor" icon. A power-on-reset (por) condition was reported. The patient cleared the por condition and was seeing the regular programming screen and the regular recharging screen. It was reported that everything looked ok.

Manufacturer narrative:
(B)(4). Programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).